Event description:
Report received of the bung popping out of the port during a contrast injection. The customer reports that the power injector settings were 78psi over 1min. 30sec., volume 125cc's. The power injector tubing was connected to the tubing set via the closest port to the patient. It was reported that after 20cc's of contrast had been injected, "the rubber stopper just blew out of the port". There was no report of blood loss. The IV site remained patent. The tubing set was changed and the study completed. No report of adverse patient event. Additional patient information was requested, but no further information was available.